Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: the text on the display was dim and discolored with the contrast setting at the maximum. Unrelated to the original complaint, the battery compartment had multiple cracks. The returned battery cap was able to fully tighten to the pump. There were no issues with loss of power and no evidence of moisture damage in the battery compartment.